Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead was unable to retract helix due to a helix mechanism failure. The rv lead was removed and replaced. The patient was in stable condition.